Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples including photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported when using the bd pen ndl 32g 4mm hp, the device experienced a needle clog where the client was unable to deliver insulin/medication. The following information was provided by the initial reporter. The customer stated: "needles get clogged and the product does not come you."